Manufacturer narrative:
The device was returned to olympus for evaluation and the user facility report was confirmed. The evaluation results found a faulty cable unit. Olympus serviced the device with the required replacement part(s) and the unit passed functional testing. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the screen is black on the device. It was reported that this issue was discovered during preparation for use so there was no patient involvement.

Manufacturer narrative:
The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. It is presumed that the image was not displayed because the cable was damaged by unexpected stress being applied to the cable due to user's handling. " olympus will continue to monitor the field performance of this device. To mitigate device damage the instruction for use provides the following: never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. While the camera head is attached to the endoscope, never attempt to lift the entire assembly by the camera cable. Doing so could damage the cable."